Event description:
A surgeon reported a patient had laser incisions performed and was moved to the operating room for the remainder of the cataract removal and intraocular lens (iol) implant procedure. At the end of the case, the doctor implanted the iol. During the removal of the viscoelastic material, the posterior bag presented with a tear and the implant shifted. The doctor removed the lens and performed a vitrectomy. The lens was implanted in the sulcus. The doctor would like the system checked. He stated the laser had no impact on the incident.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).